Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2018 with coolsculpting to the right bra roll/back area using a cooladvantage applicator. Around (B)(6) 2019, the treated area became firm with visible enlargement. On (B)(6) 2020 the patient was assessed by a physician who diagnosed the right bra roll/back area with paradoxical hyperplasia (ph).

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2018 with coolsculpting to the right bra roll/back area using a cooladvantage applicator. Around (B)(6) 2019, the treated area became firm with visible enlargement. On (B)(6) 2020 the patient was assessed by a physician who diagnosed the right bra roll/back area with paradoxical hyperplasia (ph).

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2018 with coolsculpting to the right side bra roll/back fat area using a cooladvantage coolcurve plus applicator. In (B)(6) 2019, the treated area became visibly enlarged with a combination of soft and firm demarcation. On (B)(6) 2020 the patient was assessed by a nurse practitioner a who diagnosed the right side bra roll/back fat area with paradoxical hyperplasia (ph).

Manufacturer narrative:
The following additional information has been added to the b5: a cooladvantage coolcurve plus applicator was used during treatment. The treated area became visibly enlarged with a combination of soft and firm demarcation. The patient was assessed and diagnosed with ph by a nurse practitioner. The annex a code has been updated from a26 to a24. The outcomes attributed to ae has been updated from disability or permanent damage to required intervention to prevent permanent impairment/damage.